Event description:
Admitted to hospital on (B) (6) 2009 for uti, sepsis, leukocytosis, rll infiltrate, rhabdomyolysis, altered mental state. On (B) (6) 2009, transferred to ccu. On (B) (6) 2009, intubated during resuscitation process. On (B) (6) 2009 after extubated, noted indented discolored line around neck appears to be from strap and sore on left upper lip. On (B) (6) 2009, pt expired.